Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got unexpected restart alarm as well as external ram crc error. The blood glucose level was unknown. Troubleshooting was performed for both and was continuing for failed battery test as well as weak battery alarm. The customer also stated that they changed battery but issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected off no power, a17, a21, low battery, bad battery, weak battery, battery out limit or failed battery test alarms noted during testing.